Event description:
It was reported by service report that the brakes were not resetting after releasing from brake position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake crank assembly.